Event description:
An employee at the facility complained of blurry vision in the pt's right eye after working with cidex plus. The employee was not wearing proper eye protection. The employee stated that the solution did not contact the pt's eye directly. After visiting the doctor, the pt was diagnosed with keratitis and iritis. The pt was treated with medication. Following treatment, the doctor stated everything was ok with the pt's eye.